Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm via intraperitoneal), amikacin injection (500mg, start dose via intraperitoneal) followed by amikacin (100mg one bag per day via intraperitoneal) and cisman injection (500mg, one bag per day via intraperitoneal) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.